Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event on the same day as the onset of peritonitis. The patient treatment was not reported. The cause of the peritonitis was reported to be constipation. The patient was discharged after one day of hospitalization and had recovered from peritonitis. It was not reported if the patient had recovered from the constipation. It was not reported if pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.